Event description:
(As was reported to co's sales rep by the user facility). On 2-19-98, the rrt went to check on pt and found that the pt was only receiving 50-70 ml of volume. Checked the entire circuit for leaks and none were found. She changed closed suction device and the volume was restored to normal at 750 ml. Apparently there was a leak in the isocath. Unfortunately, the isocath was discarded and was not available for testing.